Event description:
On (B)(6) 2019, pt underwent vascular procedure with mynx vascular closure device. On (B)(6) 2019, pt reported pain, numbness and coldness to left extremity. Pt evaluated in office and sent to hosp for ischemic left limb. On (B)(6) 2019, pt underwent left femoral endarterectomy. A foreign body and thrombus was found at the sfa puncture site from previous procedure. Foreign body sent to pathology which revealed synthetic material.